Event description:
Opened thermachoice balloon and delivered to sterile field. Surgeon preparing balloon. Balloon would not fill and device leaked the irrigation at point of injection. Another device opened and used without difficulty. Defective catheter collected and retained by materials coorinator.